Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited a stuck angulation lever and forceps lever. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an object bites into the angle knob at the sliding part, the axis could have been distorted due to external stress, or the sliding parts could have been corroded due to flooding and moisture. The event can be detected/prevented by following the instructions for use which state: uretero-reno videoscope, urf-v2, urf-v2r, operation manual. Chapter 3 preparation and inspection 3.3 inspection of the endoscope. Important information ¿ please read before use. Uretero-reno videoscope, urf-v2, urf-v2r, operation manual. Chapter 3 preparation and inspection 3.3 inspection of the endoscope. Important information ¿ please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.